Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not receive low battery alarm prior to replace battery. The customer¿s blood glucose level was 90 mg/dl. The customer reported that the battery cap is not loose, cracked or damaged. The customer also reported the insulin pump had power loss alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to use the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss noted during testing. Device functioning properly.